Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow, down arrow and ok keypad buttons had a delayed response. The issue has been reportedly occurring for 6 months. It was noted that the keypad button symbols were worn. The patient denied damage to the keypad. The patient reportedly wore the pump clipped to his waist and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were responding to button presses as expected. There was evidence of contamination found under the key contacts. The reported unresponsive issue with the keypad buttons was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.